Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a quit working. Blood glucose level at the time of the incident was 133 mg/dl. Customer stated the device was no longer working and there were cracks on the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.